Event description:
A customer sent an email to baxter corporate product surveillance to report an intermate which leaked. According to the report, the balloon leaked while the preparation was being completed in the clean room. The intermate leaked into the bottle, but it was not obvious where the balloon was leaking. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed fluid inside the housing. A closer inspection revealed that the leak was due to missing film-wrap. The reported condition was confirmed. Manufacturing awareness training for this type of issue was conducted in (B)(6) 2012. The device involved in this event was manufactured in 2011.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted.